Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was a suspected issue with the patient's prior left ventricular (lv) lead. Additional information obtained via follow-up indicated that the lv lead was observed to have pulled back in the patient's superior vena cava. The lv lead was explanted and replaced. No patient complications have been reported as a result of this event.